Event description:
Was undergoing a left upper fistulogram with cutting balloon for recurrent upper extremity swelling and high venous pressures. A 7x4x40 mustang balloon popped and could not be removed via sheath. As pulling the balloon through sheath it broke in half, sheath was removed and other part of balloon was hanging over the wire outside of skin. Were able to pull back wire and the severed balloon without complication.